Event description:
Complainant alleged that the medics responded to call for a 54 year old male pt in cardiac arrest. When the medics arrived on scene they found the pt apneic and pulseless and laying supine on his bedroom floor. The pt had a history of hypertension, and was obese, weighing between 375 to 400 pounds. The pt's wife stated that the pt was complaining of chest pain the previous day. The local police dept was already on the scene, and had delivered one shock to the pt using their device. The medic attached electrodes to the pt's chest. The complainant indicated that although the pt's chest was hairy, "it was not very hairy in the apex patch position." The medic's zoll monitor failed to display the pt's heart rhythm and did not display any error messages. The medics checked electrode placement and all connections, but all connections appeared securely attached. The medics then turned the device off/on, with no change in the device display. The medics then changed the device battery, but there was still no screen display. The medics then changed to the three lead electrocardiogram cable and electrodes and the device displayed the pt's ventricular fibrillation heart rhythm. The medics then switched to the police dept's device and successfully delivered six shocks to the pt. The pt subsequently expired, the complainant indicated that the pt's outcome was not as a result of the reported malfunction.